Event description:
On 24-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 350 mg/dl while recovering from an illness and taking prescribed medication. The user remained connected to the ilet and continued insulin delivery. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.